Manufacturer narrative:
It was reported from the site that the event was not due to device malfunction and the no autopsy would be performed. It was further stated that there was no other information to provide. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The death can be attributed to the progression of the patients disease process and underlying condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient expired on (B)(6) 2017 from cardiopulmonary failure, hepatic dysfunction, and acute kidney injury. No further information has been provided by the hospital.